Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12 and sd12) intended to be implanted were reviewed (B)(4) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, all hardware was removed due to non-union of the patient's bones. Although a number of factors could have contributed to the non-union, the surgeon indicated the patient was diabetic and developed charcot requiring a complete mid-foot fusion. The non-union is likely a result of the patient's poor bone quality. No malfunctions have been alleged with any tmc hardware nor was it a determining factor for performing the revision. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2018 all hardware was removed in a revision surgery on (B)(6) 2018 due to non-union of the patient's bones. The surgeon indicated the patient was diabetic and developed charcot requiring a complete mid-foot fusion. No failure was alleged with any of the removed hardware.